Event description:
A jade balloon burst between twenty and twenty-two atmospheres and became stuck on a newly implanted stent in the arteriovenous (av) fistula. The balloon fractured inside the av grand and pieces were unable to be retrieved. An artery compression device was placed on site. The patient was stable. According to the physician, the event was due to patient anatomy.